Manufacturer narrative:
Similar product of the same part number were inspected to support the investigation. As part of the investigation, an inspection of existing inventory was performed with no defects observed. This is the first complaint associated with this lot number. Corrective action is being implemented at the manufacturing facility. All complaints are trended and reviewed on a monthly basis. As part of this monthly review this failure mode will be assessed. (B)(4). During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.

Event description:
During surgery, surgeon and staff noted black fragments from the hook/loop portion of the drape had fallen into the wound during the course of surgery. The visible fragments were removed and the wound was irrigated. Adverse reaction is unknown. Patient (B)(6), pt# (B)(6), orif, left patella. During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.